Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure this lead and associated adapter displayed noise that was oversensed. The lead was surgically abandoned and the adapter was not used. The adapter was returned for analysis. There were no additional adverse patient effects reported.